Event description:
It was also reported that programming changes were made.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01 ipg, (B)(6) 2013. (B)(4) .

Event description:
It was reported that the right ventricular lead had reduced, but stable pacing impedance. The lead remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: if information is provided in the future, a supplemental report will be issued.